Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a unknown cls hip cup on the right side on (B)(6) 1992 and the patient underwent revision surgery on (B)(6) 2017 due to pain and breakage of the cup.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item number is available. Event summary: after several years from first implant (implanted on (B)(6) 1992 patient started to suffer pain to the right hip. Patient was subjected to clinical exams. Xrays shown the mobilization and acetabular fracture. It was decided to proceed with a revision surgery. Revision was performed on (B)(6) 2017. During the revision surgery it was found that acetabular cup was broken in several parts. No references for p/n or lot where provided only sulzer - protek as information was provided. Review of received data: two x-rays were received. On both x-rays dated (B)(6) 2017 the fracture of the cup in several parts can be seen. The revision report ((B)(6) 2017) describes the following: removal of reactive and myxoid tissue. The prosthesis appears sub-luxated externally and proximall, with verticalization of the cup. Full luxation and removal of the femoral head (undamaged). The posterior rim of the pe insert appears partially interrupted and worn. Insert removal. Cup removal, which is fractured in multiple locations. Sample test. After removal implanting a trilogy system. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using rmw: implant breakage due to design specification not met. Not possible -> a systematic issue with design and/or material. Properties would have been detected as part of the issue evaluation assessment. . Implant breakage due to design specification not met. Not possible -> a systematic issue with design and/or material. Properties would have been detected as part of the issue evaluation assessment. Implant breakage due to wrong instruments/sizes used and/or usage in an unintentional order not possible. The devices were in vivo for 25 years. An issue due to wrong instruments/sizes would have been detected earlier. Implant deformation or breakage (six shell lobes), inlay deformation, bone fracture due to excessive or insufficient expansion force due to wrong handling of instrumentation not possible. The devices were in vivo for 25 years. An issue due to wrong handling of instrumentation would have been detected earlier. Implant breakage due to lack of insertion force and/or unclean mating faces are used, leading to wrong aligned inlays not possible. The devices were in vivo for 25 years. An issue due to wrong aligned inlays would have been detected earlier. Implant breakage, increased wear (eg m-o-m articulation) due to insufficient description of surgical process leads to intraoperative errors or misuse of implant outside of its scope (eg re-use, use beyond expiry date, foreign particles in articulation (bone cement, metal debris, ceramic particles) not possible. The devices were in vivo for 25 years. An issue due to intraoperative errors or misuse of implant outside of its scope wrong aligned inlays would have been detected earlier. Implant breakage, increased wear (eg m-o-m articulation), loss of connection between components due to insufficient description of surgical process leads to intraoperative errors or misuse of implant outside of its scope (implant particles remain in body after revision ) not possible. The devices were in vivo for 25 years. An issue due to intraoperative errors or misuse of implant outside of its scope wrong aligned inlays would have been detected earlier. Implant breakage / post-operative (periprosthetic) bone fracture due to inappropriate advice by surgeon to inform patient on activities and limits. Possible, it could be the case that the surgeon did not inform the patient that a prosthesis needs always special care and high forces (extreme activities) should be avoid. Conclusion summary: the devices were implanted in 1992 on the right side. After 25 years in vivo the patient was revised on (B)(6) 2017 due to implant fracture. The received x-rays confirm the breakage of the cup/shell in multiple parts. The revision report describes that the cup, insert and head were removed and replaced with trilogy system components. The implantation in 1992 was done in another hospital, therefore the implantation report is not available. The explanted implants were not received; therefore the condition of the components is unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received and has been included in this report: x-rays and surgical reports were received and will be reviewed within investigation. It was further reported that the implantation surgery was performed by another hospital, therefore not lot and reference number are available and no implantation report could be provided. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).